Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one extended opening, blue particles material was found on the shell and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one opening crease sharp, wear abrasion and stress marks. Based on the device analysis the final assessment is one opening crease sharp in the side anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange due to patient's concern with textured product.

Event description:
Healthcare professional reported patient's concern with the product. Additionally, healthcare professional reported right side "ruptured; shell was disintegrated". Device has been explanted.